Event description:
It was reported that the lead exhibited high lead imped- ance. High thresholds were also noted over the last six months. Syncope was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.